Manufacturer narrative:
Per tim sharp, biomed, the handle was not on the laser handle correctly. He reinstalled the handle cover properly. The trumpf service technician rechecked the handle cover and it is working as designed.

Event description:
The surgical light sterilized laser handle cover fell off during a case and landed in the sterile field. There was no harm to patient as a result.